Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed on the returned device which noted the following: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Damage was observed on the lateral surface of the stem at both sides of the fracture. Due to the consistent marking extending through both sides of the fracture, the damage likely existed prior to the stem fracture. Damages consistent with cement mantle breakdown and the explantation process were also observed on the stem. Beach markings were observed on the fractured surfaces associated with the proximal stem body and distal tip that indicated the device fractured in fatigue. A foreign object was observed on the fracture surface of the distal tip, likely due to the explantation process. Based on macroscopic features, the approximate direction of fracture propagation was seen. The mar concluded: the stem fractured in fatigue. Damage was observed on the lateral surface of the fractured components of the stem at or near the location of fracture origin. Eds showed the stem was consistent with astm f1586 alloy and the foreign object was consistent with a 400 series stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted the following; procedure-related factors: the bone defect condition in the proximal lateral femur. The bone resorption below the x-mesh in the proximal medial femur. The eccentric medialized position of the stem in the canal. Potential impingement issues with the two screws superior of the cup patient-related factors. Bone defect condition prior to revision. No info on patient demographics. Device-related factors: none. Diagnosis: a proximal lateral bone defect after previous failed device in combination with the eccentric medial location of the stem in the canal and poor survival of impaction bone graft within an x-mesh construct in the proximal medial femur have contributed to overload on the proximal stem section of the exeter stem with fatigue accumulation and ultimately a fatigue fracture exactly at the level of peak overload. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided x-rays by a clinical consultant concluded: a proximal lateral bone defect after previous failed device in combination with the eccentric medial location of the stem in the canal and poor survival of impaction bone graft within an x-mesh construct in the proximal medial femur have contributed to overload on the proximal stem section of the exeter stem with fatigue accumulation and ultimately a fatigue fracture exactly at the level of peak overload. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
On (B)(6) 2010 surgeon implanted an exeter stem for oa treatment. On (B)(6) 2017, a revision was performed due to a broken stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2010 surgeon implanted an exeter stem for oa treatment. On (B)(6) 2017, a revision was performed due to a broken stem.